Event description:
It was reported that there was an issue with the touchscreen responsiveness. There was no adverse impact on the customer's blood glucose level. The customer received instructions from technical support to reset the pump, which resolved the issue, and the customer continued to use the pump for insulin therapy.